Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging insulin pump for possible over delivery and they experienced low blood glucose. Blood glucose level was 45 mg/dl at the time of incident. Customer had not treated for their hypoglycemia. Customer stated they suspected more insulin was delivered by the insulin pump than it was supposed to be. Customer was unable to test the insulin pump. Customer also mentioned possible under delivery anomaly but did not provide more information about under delivery anomaly. Reservoir will not be returned for analysis.